Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose level of 209 mg/dl. The customer delivered a bolus via the pump. During troubleshooting with tandem technical support, small air bubbles were noted in the tubing. The customer primed out the bubbles and resumed insulin delivery.